Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the patient experienced mitral valve insufficiency that required hospitalization. It was reported that during an afib procedure, a mitral regurgitation and a partial mi (mitral insufficiency) in the left atrium was noticed. During post mapping, the patients vitals were dropping drastically to the point where he almost went into cardiac arrest. The patient¿s blood pressure drastically dropping led to the discovery. The physician confirmed the injury with cardiac anesthesia. The patient was given epinephrine which helped with their blood pressure. The patient was then taken to the intensive care unit (ICU) where his vitals came back to relatively normal. Two catheters were used during the procedure. The cause of the injury was reportedly due to scaring on the patient¿s left atrium and the mitral regurgitation. It was stated that "he looked like a sick patient". The patient improved. The physician's opinion on the cause of the adverse event was patient condition.